Event description:
Patient reported their dentist has stated that the byte treatment is not complete based on exam. They were found to have tongue thrust, an anterior open bite and spacing issues. They have been referred to a specialist. This is contraindicated patient.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.